Event description:
During inner-ear procedure, pt's outer ear burned from intensity of microscope light. Because video capturing device utilized during procedure-light taken away from surgeon scope - surgeon is expected to increase light on scope to be able to see in inner ear.